Event description:
In 2009, the pt reported he has had elevated blood glucose readings today as follows: 12.8 mmol/l (230.4 mg/dl) at 12pm; 12.6 mmol/l (226.8 mg/dl) at 2pm; 12.6 mmol/l (226.8 mg/dl) at 6pm; 16.3 mmol/l (293.4 mg/dl) at 8:45pm after he ate dinner. He stated he corrected his readings by bolusing insulin via his insulin infusion device and changing his infusion headset. He stated he changed his infusion headset, tubing and insulin cartridge yesterday before going swimming. He disconnected from his infusion device and capped the end of the infusion set prior to getting into the water. He stated that he had a similar issue 1 yr ago when he went swimming and afterward his blood glucose elevated. He stated correction boluses do not bring his readings down but that his readings decrease after he changes his headset. He stated that prior to the report, he did troubleshooting and was able to successfully deliver a bolus both with and without the tubing attached to his infusion device. He changes his infusion headset every 3-3.5days and rotates his sites around his waist area. He changes the tubing every other headset change. He stated he has no scar tissue at the infusion site. The pt was instructed to remove his headset and he noticed no damage to the set. Troubleshooting did not find any product issues. At about 2 days later, the pt stated his blood glucose returned to normal after changing his infusion site. Samples of different types of infusion sets were sent to the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.